Event description:
Healthcare professional reported right side ¿rupture¿ and ¿fibrous thickened areas¿, ¿right-side capsular contracture with baker grade IV¿ ¿pain, tension,¿ ¿deformation and discomfort¿ and ¿fibrous capsule with hyperemic vessels,¿ ¿foci with granulation (granulation tissue)¿, ¿subcutaneous tissue with fibrosis and degenerative changes¿, ¿the right implant were visualized inside the capsule,¿ and ¿freely movable fibrous oval formations.¿ the device has been explanted.

Manufacturer narrative:
Continued e1: phone number: (B)(6). A review of the device history record has been completed. No deviations or non-conformance's noted. Device photo evaluation: visual analysis of the photographs identified: capsular contracture: unable to observe as it is not related to the device. Granuloma: unable to observe as it is not related to the device. Local reaction: unable to observe as it is not related to the device. Lump/nodule: unable to observe as it is not related to the device. Flipping: unable to observe as it is not related to the device. Rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations. No further actions are required as no manufacturing issues are observed. The events of capsular contracture and granuloma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV; rupture; ¿foci with granulation (granulation tissue).¿